Event description:
Reportable based on information received from the complaint investigation site on 7/31/2007. It was reported that during an unspecified procedure, the ultrasound catheter was spinning the guide wires. The location being treated was located in the right coronary artery (rca). The atlantis sr pro was "torquing" the guide wires. Following the exchange of "2 to 3" wires, another manufacturer's guide wire was used to complete the procedure successfully. Pt status was reported as 'okay.' Analysis revealed a fracture of the guide wire.

Manufacturer narrative:
Product analysis revealed a wire fracture. The returned choice guide wire revealed that the distal end is severely mangled, the ball weld is missing and the core wire is fractured and protruding from the severely elongated coil. The wire met outer diameter specifications. The outer diameter of spring tip could not be taken due to damage. The fractured core wire was sent to analytical lab for sem (scanning electron microscopy) fracture analysis. Results indicated: "fracture occurred within the flat ribbon portion of the core wire. A side view shows a scalloping effect caused by pressure applied by the displaced coils. A formed lip was also observed along one edge of the fracture surface. Equiaxed dimpled ruptures that are indicative of a tensile type fracture was the primary surface feature. No material anomalies were noted. The flat ribbon core wire was bent and twisted causing the coil to bite into the wire resulting in a scalloping effect. Final fracture was in a tensile overload direction as indicated by the lip formation and the equiaxed dimpled ruptures observed on the fracture surface." As no lot number was provided, the device history record for this device could not be reviewed. Although the exact cause of severe bent twisted wire cannot be determined, the wire fractured due to tensile overload, which is evidence that the device was handled during clinical use in a manner that caused or contribute to the fracture. Further follow up with the facility stated that there was no knowledge of any portion of the device remaining in the pt's body.